Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of the complaint is cause not established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the ultrasound gastrovideoscope exhibited foreign material has came out from the forceps elevator wire, damage to the ultrasound probe, acoustic lens had scratch reached the adhesive layer and ultrasound image has missing element. There was no patient involvement.